Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. During failure analysis, the fenestrated bipolar forceps was placed and driven on an in-house system and the primary finding could not reproduce the reported issue. The instrument passed the recognition and engagement tests, moved intuitively with full range of motion in all directions. The grips opened and closed properly, rolling motion of the instrument had no issue and energy delivery with no issue. The instrument was retested and passed engagement on multiple attempts. The instrument was fully functional. The complaint was not confirmed based on failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was not rotating properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following information: the initial reporter confirmed that the technician discovered the issue before the procedure. The customer proceeded with another instrument. No further information is provided.